Event description:
The customer reported the subject device broke and could not be connected in the reprocessing basin. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to olympus for evaluation. Inspection and testing confirmed the reported issue (broken/unable to connect). A grey clip was broken and detached from the blue connector. The missing grey clip was not returned for evaluation. In addition, the metal connector on the opposite end of the blue connector had several minor scratches on the metal housing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the connecting tube could not be connected due to the coming apart of the lock lever by external stress. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): "9 preparation and inspection 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device.